Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample was visually inspected and functionally tested. The reported malfunction could not be duplicated nor confirmed during product evaluation. Therefore the cause could not be determined.

Event description:
It was reported that a large volume infusor would not infuse during patient use. The infusor was filled with fluorouracil. The patient then disconnected themselves from the device and, a few days later, the patient brought the device back to the hospital. There was no adverse event in association with this event. Additional information was requested and is not available.